Manufacturer narrative:
No patient identifier or demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified (B)(6) architect hiv ag/ab combo results for an unknown number of patients. The customer did not provide specific results, however did note that results were (B)(6) on initial test, and when repeated in duplicate remained (B)(6). When repeated with another method, some samples(B)(6). No impact to patient management was reported.

Manufacturer narrative:
Service performed extensive troubleshooting and determined the arc, probe (list number 08c94-47) was contaminated during tube transfer, as the sample probe was clogged due to improper rinsing. A review of service history for the architect isr01686 revealed no subsequent weak reactive hiv results have been reported, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the arc, probe (list number 08c94-47) did not identify any trends. Review of tracking and trending for the alinity I/architect ia did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the arc, probe (list number 08c94-47) or the architect isr01686 was identified.